Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, the mapping catheter kinked inside the patient. The mapping catheter was replaced which resolved the issue. Then, when the balloon catheter was removed, air was observed. The balloon catheter was re-introduced which resolved the issue. The case was completed with cryo. No patient complications have been reported as a result of this event.